Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for a 43-year-old female patient. The following data was provided (</=5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6), initial result was 53.55, repeat result was <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive alinity I total b-hcg result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found debris in the trigger of the on board reservoir, trigger, part number a-30104215-03, which was cleaned and resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for a 43-year-old female patient. The following data was provided (</=5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result was 53.55, repeat result was <2.3 iu/l. There was no impact to patient management reported.